Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds and also exhibited high and rising impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.